Event description:
The manufacturer received information alleging a ventilator was not reading pressure. The device was not in patient use. The ventilator was received at a third party service center for evaluation. The evaluation is currently ongoing and a follow-up report will be filed when the third party service center evaluation is complete.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator was not reading pressure. The device was not in patient use. The ventilator's system board was replaced at a third party service center to address the issue.